Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they went into the lake with the insulin pump. The customer states there is moisture damage. The customer's blood glucose level at the time of incident was 152mg/dl. The customer states there was a crack on the top right corner of the screen. The customer was advised the pump would be replaced and returned for analysis.